Event description:
It was reported that during a procedure using the ambient super multivac 50 ifs, the metal plate at the tip of the wand dissolved and debris fell into the surgical site as a result. All debris was able to be removed from the pt arthroscopically, and the procedure was completed without significant delay. There were no reported pt complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.